Event description:
It was reported the screen won't turn on and it is difficult to print. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen power on issue; programmer fans were on but no display on the programmer screen or an external monitor; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also confirmed the reported printing issue; the programmer sent paper out in short spurts but would not print. Hard drive was reimaged and software reloaded to resolve the printing issue. (B)(4).